Event description:
During use of the device for a non-clinical activity, the user reported the power switch did not function as expected. The user had to flip the switch a few times in order to get the monitor to turn on. No other details regarding the nature of the event were provided. Since this event occurred during a non-clinical activity, there was no pt involvement during this event.